Event description:
It was reported that the right ventricular (rv) lead exhibited high impedances, noise, oversensing, and a loss of capture. The lead was explanted and replaced. During the replacement procedure, the device was manipulated, resulting in the thresholds and impedances returning to normal levels. A connection issue was suspected, and as a result, the device was explanted and replaced as well. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: the device was returned and analyzed. No anomalies were found. (B)(4).